Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer chose not to run a bolus, and no additional information was received regarding further actions or resolution.